Event description:
Dexcom g7 was on 2 year old patient for approximately two days until it was removed. Values from dexcom g7 were off by 80-100 on every single check; there were 8 checks done over two days. The dexcom g7 was calibrated numerous times and would not calibrate. Cgm was reading 277.